Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, although the exact cause for the event could not be determined, per report, it is perceived that the increased gradient/thrombosis was attributed to the patient¿s multiple predisposing factors (positive for a heterozygote mutation of the prothrombin gene, chronic renal failure, folic acid deficiency and a compound mutation of the methylene-tetrahydrofolate reductase gene). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Bibliography: hautmann, m. B., griese, d.p., arneth, b., diegeler, a., kerber, s. ¿progressive dyspnea after implantation of an edwards sapien 3 bioprosthesis¿ kardiologe. (2016); 10(2):112-118.

Event description:
As reported by the european edwards affiliate and documented in a journal article received, a patient returned 7 months after undergoing transfemoral aortic valve implantation of a 26-mm sapien 3, and r her dyspnea (nyha class iii) returned. Echocardiography showed an increase of mean gradient (48 mmhg versus 13 mmhg after implantation). Tee revealed a ¿sessile mass¿ at the bottom of the right aortic cusp preventing it from opening properly. Laboratory test results showed ¿slightly elevated values for d-dimers¿, but no signs of infection. Numerous blood cultures were taken, but remained negative. Assuming valve thrombosis, the patient received unfractionated heparin for 7 days. Heparin treatment proved ineffective and was terminated since the patient developed heparin induced thrombocytopenia. The patient was then anticoagulated with argatroban for another 8 days. Treatment had to be stopped because the patient developed severe anemia without an obvious source of bleeding and because the patient is a jehovah`s witness and refused blood transfusions. Echocardiographic controls showed a steady decline of the transvalvular mean gradient, even after argatroban treatment had been stopped. After 19 days, a tee study showed that the ¿sessile mass¿ formation had disappeared. No thromboembolic complications were noticed.